Manufacturer narrative:
Device evaluation: the lens was returned in liquid in the lens case/vial. Visual inspection found the optic torn. (B)(4).

Event description:
A 13.2mm micl13.2 implantable collamer lens, -6.0 diopter, lens was received returned with a note, "explanted lens" on it. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Corrected: please disregard this MFR report. It was discovered that this claim is linked to MFR# 2023826-2018-01268. The customer returned the explanted lens from that claim inside of the replacement lens box and did not indicate the correct serial number on the box. Current claim was initiated in error as the box was not labeled with the correct serial number. Reportedly, there is no complaint reported against the replacement lens. (B)(4).